Manufacturer narrative:
As reported, post-implant of the bard/davol perfix plug, the patient experienced abdominal swelling. The information provided is limited to the maude event report. Contact information was not provided, as such we are unable to request additional information. Based on the information available at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported per maude event report (mw5100951): "hi my name is (B)(6) and I am inquiring as to way the bard perfix plug and cover sheet polypropylene mesh has not been recalled. I am a victim of this mesh and it does cause problems. My abdomen has been swollen up to the max. Have your office seen the (B)(6) mesh guidelines "very important" (B)(6) please acknowledge receipt of this email.